Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, that same evening the attending rn noticed the absence of the pt's pulses. The pt was taken to the operating room for surgical removal of the device; device collagen was found to be intra-arterial. The pt was kept for observation for an add'l two days, and then discharged home with no further sequelae.